Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via a merlin at home monitor with an out of range atrial lead impedance. The patient was brought in clinic where a high impedance, no capture at high outputs and a sensing anomaly was noted on the right atrial lead. Programming changes were made to set the device to a single chamber and render the lead inactive. The lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported events of no capture, sensing anomaly, high lead impedance and lead fracture were confirmed. As received, a complete lead was returned in one piece. Clavicle crush fracturing all filars of the outer coil was found in the middle section of the lead at 28.7 cm from the connector pin. The cause of the reported events was isolated to this clavicle crush damage. Electrical tests did not find short on any conduction paths.

Event description:
Additional information received suggested a lead fracture which was confirmed by analysis.